Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion device delivers too little insulin and she experienced elevated blood glucose of 300 mg/dl. The pt's doctor changed the basal rates 2 times and was unable to resolve the issue. She also reported the down button is defective. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion device was replaced and requested to be returned for eval.